Manufacturer narrative:
(B)(6). Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for other lot number is as follows: medical device lot #: 6124790, medical device expiration date: 09/30/2017, device manufacture date: 05/03/2016. This complaint is confirmed to be within the scope of a known issue. Quality has previously reviewed, evaluated and investigated this failure mode. No further action is required at this time. Based on evaluation of the complaint information, this complaint meets the criteria for a previously investigated complaint; (B)(4).

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes were underfilling. No report of serious injury or medical intervention.